Event description:
As reported by the edwards field clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, the 23mm edwards sapien valve was successfully deployed. The removal of the sheath was successful and percutaneous closure resulted in successful hemostasis. Following closure of the access site, a right femoral angiogram showed a non-flow limiting dissection located in the distal segment of the right common iliac artery extending down to the proximal segment of the external iliac artery. The puncture site showed no angiographic evidence of extravasation, only with a residual 30-40% non-flow limiting stenosis. Due to the extensiveness of the dissection the decision was made to place a self expanding stent. An abbott 10x80 mm self expanding stent was deployed and successfully covered the dissected segment. Afterwards, angiogram showed an excellent result with a complete seal of the dissection. The patient left the cardiac cath lab in stable condition. Additional investigation revealed the following: the minimum luminal diameter of the vessel at the location of the dissection was 7.1mm. The vessel was described as mildly calcified and mildly tortuous. Nothing abnormal was noticed about the sheath prior to use, and the sheath was introduced without incident.

Manufacturer narrative:
The sheath is not available for evaluation as it was not returned by the site. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's diameter was 7.1mm, and the vessels were noted to be mildly calcified and not tortuous. The root cause for the reported dissection cannot be confirmed. There was no significant vessel calcification or tortuosity, and there was no report of difficulty advancing or withdrawing the sheath. It is possible that the borderline size of the vessel in combination with mild calcification contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.